Manufacturer narrative:
On (B)(6) 2023 it was reported that the lead was dislodged twice due to the patient suffering from twiddlers syndrome. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead dislodged from original implanted site in septum. The lead was repositioned to the apex and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2023 it was reported that the lead was dislodged twice due to the patient suffering from twiddlers syndrome. The received x-ray confirmed the twiddlers syndrome. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.